Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 year and 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, pain and mesh deformation thereby underwent removal of mesh. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6)2013 - patient was diagnosed with left inguinal hernia repair thereby underwent open repair with the implant of two perfix plugs (device #1 & #2). Per operative notes, ¿hernia sac was identified and dissected free. A perfix plug (device #1) was placed into the retroperitoneal space using sutures. A perfix plug (device #2) was then placed to keep the hernia retracted and reduced.¿ (B)(6)2014 - patient was diagnosed with right inguinal hernia thereby underwent repair with the implant of synthetic mesh. Per operative notes, ¿the sac was transected. A synthetic mesh was then placed.¿ (B)(6)2014 - patient was diagnosed with recurrent left inguinal hernia and chronic groin pain thereby underwent repair with the removal of meshes (device #1 & 2). Per operative notes, ¿found 2 wadded up hard pieces of mesh, one was the patch down near the tubercle. The other piece was densely adherent to the cord. Removed the old meshes (device #1 & #2) due to the patient chronic pain. A synthetic mesh was placed.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.